Event description:
It was reported that the customer has been experiencing fowler drift issues with the fowler clutch on the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler brake clutch.